Event description:
According to the reporter, on (B)(6) 2017, during a vats lobectomy procedure, the device had a loading/jaw issue and had poor staple formation, jaws would not completely open resulting to partially deployed clips and an incomplete staple line at proximal end. In order to resolve the issue, new devices were opened and used. There was partial tissue damage as a result of this problem. A medical or surgical intervention was needed to prevent a permanent impairment of a function. No patient injury. Patient medical history: lung transplant.